Manufacturer narrative:
(B)(4). A visual and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review could not be conducted since the lot number was not provided. No corrective actions can be implemented due to the lack of device sample and batch number to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due to the lack of device sample and batch number. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The customer alleges that, while running with the flow at 1 lpm, water bubbles up in the column into the circuit. The customer reports no injury or consequence to patient.